Event description:
It was initially reported that a catheter revision was done due to a leak in the catheter, which a dye study showed. Patient had started experiencing pain in early (B)(6) 2011 and he had to take 10-12 percocet to control his pain. It was added that patient had gone golfing two days (friday-saturday) and on the third day at night he started to feel pain. It was stated that once the catheter was revised on (B)(6) 2012 pain was under control. The pump dose was the same as before. Patient had to have physical therapy due to core muscle not being used because of his pain and had missed work as result of pain. Drugs delivered via the device were morphine, bupivacaine and baclofen. It was later reported that on (B)(6) 2011 patient had started to experience severe back and leg pain which was very effectively controlled by the pain pump for the last seven years. By (B)(6) 2011 patient was unable to work but a couple of hours a day as siting at the desk made it much worse and patient was taking hourly medications to get pain relief. Patient consulted his pain physician who then on (B)(6) 2011 had patient take a MRI and on (B)(6) 2011 a nerve block injection and on (B)(6) 2012 a myelogram was taken. On (B)(6) 2012 visited his healthcare provider (hcp) and had extreme pain on that day; the myelogram results indicated a break in the catheter going to the spinal area. A dye test was then done. It was stated that the dye was injected into the pump tubing and there was a break which resulted in morphine leaking into the system and not going to the area where it was needed. On (B)(6) 2012 patient had a revision surgery to repair the tubing and the catheter. It was stated that the results were not immediate but after a couple of increases in the pain pump patient began to feel some relief in pain and could reduce the oral medications that he was taking to control the pain. During the post-operative appointment patient was informed by his hcp that the tube to the catheter was completely fractured from the catheter in his spine, so as a result the pump had no effect at all to control pain and oral medications were not helping. It was added that the original catheter was still in the spinal area and had to remain due to the tubing being broken away.

Event description:
Additional information: it was later reported that the cause of the event was a catheter break/tear/hole at the distal/spinal segment. The myelogram that was done on (B)(4) 2011 showed that the catheter was discontinuous; however "patient was not in withdrawal." A dose adjustment was done on (B)(4) 2011 "with no relief." A catheter dye study was then performed on (B)(4) 2012 and the break in catheter near anchor was observed. A rotor study was also done on the same day that concluded the pump functioned correctly. A revision/replacement of the catheter was done as reported previously. It was added that patient "did experience signs/symptoms of withdrawal intermittently may be due to the questionable partial catheter break." Patient was without injury.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.

Manufacturer narrative:
(B)(4).